Manufacturer narrative:
Our records indicate this device remain implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock and collapsed. At this time, the cause of the collapse is unknown. Additional information has been requested; however, no further information is currently available. No further adverse patient effects were reported.